Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals approximately three and a half weeks after a lead revision performed for the same issue. Technical services (ts) reviewed the stored episodes and confirmed oversensed noise on this newly implanted rv lead. A lead related issue was suspected; however, as similar findings were observed with the prior lead, further evaluation of both the lead and pulse generator was recommended. No adverse patient effects were reported. The rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals approximately three and a half weeks after a lead revision performed for the same issue. Technical services (ts) reviewed the stored episodes and confirmed oversensed noise on this newly implanted rv lead. A lead related issue was suspected; however, as similar findings were observed with the prior lead, further evaluation of both the lead and pulse generator was recommended. No adverse patient effects were reported. The rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.